Manufacturer narrative:
(B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of the drg system. It was reported the patient ((B)(6)) suffered a fall and subsequently lost therapy. Surgical intervention was undertaken and the leads were explanted.